Event description:
It was reported that the 8mm monopolar curved scissors (mcs) instrument's end was damaged. No further information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.